Event description:
Additional information was received from the patient (pt). It was reported that pt did not seek physician advice. Pt said the manufacturer representative (rep) fixed the issue. Pt had accidentally switched categories on the controller, which depleted the battery.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated for the last 5 days their implant battery had been depleting from full to empty in 24 hours. Patient stated they had not made any changes to their therapy settings for 1-1.5 years. Patient noted they charged the implant every evening and the implant was normally at 30, 40, or 50% when they went to charge. Patient added that from last night to this morning, over 12 hours, their implant had decreased to 40%. Patient stated they charged the implant this morning to full and their controller was currently at 60%. Agent reviewed implant battery depletion rates are based on therapy settings and usage and redirected to representative and hcp to further address.